Event description:
It was reported that there have been a "several" occurrences of overinfusions of hyperal solutions that have occurred over the last week. No specific clinical information has been received. No patient injuries have resulted.